Manufacturer narrative:
Upon receipt, the device underwent bench testing, during which the AED failed to deliver a shock, or provide audible prompts. Evaluation confirmed that components had sustained damage attributed to the device experiencing a drop or significant impact.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.